Manufacturer narrative:
A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event. Corrected service history to two years with no previous reported issues.

Manufacturer narrative:
The returned device was evaluated. During evaluation, the unit was unable to power on with ac or dc power due to a defective system board. The system board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over eight (8) years with no previous reported issues prior to this reported event.

Event description:
It was reported that the speaker is not working. No error codes were displayed on the display. The visual display was working properly. It is unk if the speaker was distorted or completely silent. The unit was unable to engage in monitoring activities. No pt involvement.

Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete a follow up report will be submitted.